Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with unknown age and post cardiotomy cardiogenic shock/low cardiac output syndrome was planned to be implanted with an impella cp for mechanical circulatory support. Multiple attempts were made to place the impella cp with and without fluoroscopy guidance without any success. The decision was made to abort the procedure. No patient harm was reported due to the issue.